Manufacturer narrative:
No product has been returned for evaluation. Investigation of issue already completed resulting in a negligible incidence rate. Manufacturing process improvement already implemented to prevent recurrence.

Event description:
Reported incident of sole separating from boots. No report of injury involved with incident.